Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted loss of prime and no delivery alarms more often than expected by the user. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: a review of the black box showed multiple call service 132 loss of prime warnings associated with a non-primed pump. The rewind, load, and prime steps were performed successfully. The force calibration passed. No defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.